Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. Corrected fields: d9(device receipt date) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material adhered/clogged in air/water-channel and air/water-cylinder, and insertion tube was confirmed. Based on the results of the investigation the foreign material may not have been identified and removed because reprocessing could not be conducted properly due to leakage at scope-body, up/down angulation control knob, and scope-cover packing. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a whitish foreign material inside the air/ water-tube and the air/water-cylinder. The connecting tube contains remains of foreign material in the grooves that resembled foreign material from previous procedures. The reported fault was likely a result of insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was observed that connecting tube contained remains of foreign material in the grooves that resembled foreign material from previous procedures. In addition, there was an unknown whitish material found inside the air/water tube and the air/water cylinder of the colonovideoscope. There were no reports of patient involvement.